Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) would not work normally. The ipg would sometimes work but sometimes would not pace, and this repeated many times. The physician suspected that the ipg could not recognize the leads. The physician replaced the device with a different device which worked normally. No patient complications have been reported as a result of this event.